Event description:
I have been diagnosed with pulmonary sarcoidosis, an autoimmune disorder that I did not have before breast reconstruction after double mastectomy 8 yrs ago. I have silicone implants. I have been in worsening health over the last 3 yrs with medications daily to control chest pain symptoms that is so severe, regularly feel like I am dying with an mi. I have a myriad of autoimmune symptoms systemically and have had to take 9 months of prednisone to attempt to decrease inflammation in my body. It has affected my quality of life, my ability to work and even play. I was formerly an aerialist. On april 23rd, I will be removing my implants with the support of my pulmonologist, cardiologist, rheumatologist, oncologist, and plastic surgeon. I was not told prior to implanting that I was at high risk for asia autoimmune / inflammatory syndrome induced by adjuvant based on my history. My requests to have breast MRI's to assess for silent ruptures per the MFR recommendations were discouraged until I received my diagnosis of ps. My chronic and significant medical issues have been greatly ignored and dismissed as a middle aged anxieties issue. I have studied the research and there is statistical significance that women with silicone breast implants are more often diagnosed with autoimmune diseases than women without. Sarcoidosis is one of the 3 top diagnosis. I have had no issue with my implants and they appear to be intact. I had no complications with my surgery. No contractures. All of the lymph nodes behind the chest wall are grossly inflamed. I will not be cured when they are removed, am only trying to prevent further disease progression and mitigation symptoms worsening. If you want these back, I'll be at (B)(6) on april 23 getting them removed. (B)(6), mph, bsn, rn-bc, phn, cph, ches.